Event description:
It was reported that the device was found in backup mode following an MRI. The device was not programmed into MRI mode prior to the procedure. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.